Event description:
It was reported that this right ventricular (rv) lead had dislodged and perforated the pericardium. The patient reported phrenic stimulation due to these issues. X-rays confirmed the lead was dislodged. The patient presented to the electrophysiology laboratory and the lead was explanted and replaced with a non-boston scientific model. The explanted lead was discarded at the hospital after the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.